Event description:
A surgeon reports that during intraocular lens (iol) surgery, he noted a bent haptic after inserting the iol into the eye. The incision was enlarged to facilitate removal of the iol and insertion of a second lens. Additional information has been requested.